Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide cable fluid damage, the lg cable connector fluid damage, the lg cable connector corroded, the suction channel kink, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, and the u/d and the r/l knobs white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.